Event description:
Country of complaint: (B)(6). The thread in the cassette is breaking.

Manufacturer narrative:
Us reporting agent notified on: (B)(6) 2014. Mfg site eval: cassettes received: 1 opened. There are no previous complaint received for this code batch. There are no units in OEM stock. Received open cassette with the date of cassette's opening not written. Date of cassette's opening must be written as it is indicated on instructions for use. Tested the knot pull tensile strength of the cassette received and the results fulfill the requirements of the OEM. Reviewed the batch mfg record, this product has a normal process and the results during the process fulfill OEM requirements. Remarks: on the cassette label you have the next indication: once the cassette is open, the date of cassette's opening should be written on the label. Once opened, the content of the cassette should be used within 4 months and prior to expiration date. Final conclusion: the complaint is not justified. Corrective/preventive actions: not applicable.